Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call prime anomaly. Customer's blood glucose level was over 600 mg/dl. Customer's blood glucose level went as low as 87 mg/dl. Customer's husband believed the insulin pump worked properly and that the reservoir was empty. Customer's husband changed out the infusion set but left the same reservoir remain on the device. Customer's husband advised there was an air bubble inside the reservoir. Customer was able to prime the air bubble out and they were advised to monitor their blood glucose levels.